Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, that patient did not receive a 12 hour calibration prompt was reported. The transmitter was received for evaluation.¿an external visual inspection was performed and no defects were found. A voltage test was performs and passed. A pairing test was performed and passed. A transmitter functional test was performed and passed. The confirmation of the issue and probable cause could not be determined. No additional patient or event information is available.